Event description:
It was reported by the aci vascular closure specialist that (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size greater then 5mm. Following the procedure, the technician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the balloon popped at the tip of the sheath. The device was removed and the patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1223303) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1223303) indicated that the device lot met all established performance criteria prior to shipment.